Manufacturer narrative:
On 11/01/2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model hs-008 lot 2008005 came apart at the filter and medication leaked." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).